Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2026, product type: catheter, product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2013, product type: catheter, product ID: 8780, lot#serial#: (B)(6), implanted: on (b)6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 06-aug-2015, UDI#: (B)(4); product ID: 8780, serial/lot#: (B)(6), ubd: 21-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative and a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver lioresal (baclofen) 2000mcg/ml at 1251.4mcg/day. It was reported that the hcp did not feel like the patient was responding very well so they tried to do a dye study but they were not able to get fluid out of the side port. On (B)(6) 2026, the rep went in to help the hcp explore what was going on. The rep stated they opened up the pump pocket and disconnected the connector from the pump and it started to drip, but it was really slow. The hcp went back to the back incision and opened it up and the catheter was "leaking like a sieve", so the hcp was thinking that "just making the circle on the pump" would push in the drug, but then it was just leaking out in the back, so they ended up tying it off again and made sure everything was good. A tied off catheter suture had broken so it was retied down several times. At this time, the patient's symptoms were attributed to a csf leak and the patient not getting all of the medication. They hooked everything back up and the patient was still having symptoms of withdrawal and was not doing very well with therapy. They tried to do a side port study again to double check if they could get fluid back and they were able to get back csf but there were a lot of air bubbles in the csf. The rep was asking what the cause of the air bubbles could be. Technical services asked about the syringe and needle connection, but the rep stated it was a good connection. The rep would continue to work with the hcp. Additional information received from a patient representative indicated that they called patient services to ask about concerns around the patient not getting medication. The patient representative mentioned possible air bubbles in the catheter and stated that the patient was now on their third pump. The patient representative inquired about priming a pump's catheter. Patient services reviewed information and redirected to the hcp. Patient services reviewed manufacturer resources available to hcps. Additional information received indicated that the patient was presenting with uncontrolled spasticity. The hcp elected to replace the pump on (B)(6) 2026. The logs were checked before the procedure began and showed no stalls of any type. The catheter was successfully aspirated and free flow dripping from the catheter was able to be observed when the catheter was disconnected from the pump. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved.